Manufacturer narrative:
(B)(4). The batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation for the controller confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries which has the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02375, 3007042319-2015-02376 and 3007042319-2015-02377) submitted for devices related to the same event.

Manufacturer narrative:
The following devices have been returned to the manufacturer on 09/24/2015. It is currently unknown which of these batteries were involved in the event. These devices will be analyzed and reported as required: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-02375, 3007042319-2015-02376 and 3007042319-2015-02377) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the controller changed from one power port to the other one before the batteries were down to 25%. The controller was exchanged and five batteries were replaced with no consequence to the patient. Investigation is ongoing. This is report 2 of 3.